Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a moderately tortuous and non-calcified proximal right coronary artery. The lesion was predilated with an unknown balloon. As the 3.5x20mm liberte' bare metal stent was being introduced, the hypotube detached outside the patient. The procedure was completed with a different device. No patient complications were reported. Patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte (mr) stent delivery system (sds) in two pieces. No contrast or blood was visible in the guide wire lumen of the device which is consistent with the device not having patient contact. It was determined that the hypotube was broken at 68.5cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire shaft length and no other damage was seen other than the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a moderately tortuous and non-calcified proximal right coronary artery. The lesion was predilated with an unknown balloon. As the 3.5x20mm liberte' bare metal stent was being introduced, the hypotube detached outside the patient. The procedure was completed with a different device. No patient complications were reported. Patient status is listed as good.

Manufacturer narrative:
(B)(4).